Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the (B)(4) proximal portion of the lead was received measuring 18 cm and a distal portion was received measuring 46.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported by the physician that there was a possible performance issue at the proximal portion of the right ventricular (rv) lead. Additional information has been requested and not yet received. The lead was explanted and replaced. No patient complications have been reported as a result of this event.